Manufacturer narrative:
Concomitant medical products: product ID 97713 lot# serial# (B)(4). Implanted: (B)(6) 2016, explanted: (B)(6) 2020. Product type: implantable neurostimulator, product ID: 3587a, implanted:(B)(6) 1994. Product type: lead. Other relevant device(s) are: product ID: 3587a, serial/lot #: (B)(4), ubd: 26-sep-1998, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per caller, patient was not feeling any stimulation up to 10.5v in clinic on (B)(6) 2020. Coming in, patient had all 4 contacts programmed. Impedances generally normal range around 1200 ohms but #3 pairs are a little higher around 2160 ohms. Reviewed to try using programming without #3 and see if they can recapture anything. If they can't get stimulation therapy, they would have to discuss possible need for revision. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2020. The cause of the lack of therapy was not determined. The patient has been scheduled for surgery, and the surgeon will explore options at that time and test intraoperatively for the cause of the lack of therapy. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2020. It was reported that the patient met with the manufacturer representative on the day of the report for a post-op appointment. The old implantable neurostimulator was over discharged and they were unable to confirm leads at the time of replacement. The manufacturer representative had been told that the patient felt stimulation intra-op with a wireless external neurostimulator. However, at the post-op appointment, the patient was getting an oor message and the patient does not feel stimulation. The manufacturer representative tried multiple programming options. The impedances range from 1180 ohms to 2250 ohms.

Manufacturer narrative:
Continuation of d11: product ID: 97713, lot#/serial#: (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: implantable neurostimulator product ID: 3587a, lot# l34237, implanted: (B)(6)1994 product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported there was no troubleshooting or diagnostics performed. The cause of the lack of stimulation was not determined. The patient had decided not to do anything, however it was noted that may change in the future. The issue was not resolved and no further actions will be taken.